Event description:
When removing the pta catheter, the balloon got stuck in the sheath. It could be retrieved with the sheath.

Manufacturer narrative:
The device history was reviewed and confirmed that the lot met all release criteria. This is the first evet reported for this lot number to date. The catheter and the balloon were returned. However, the introducer sheath was not returned for eval. The ballon was found to be seperated from the catheter shaft at the proximal end of the of the proximal balloon neck. Therefore, this event could not be reproduced. The results are inconclusive and the root cause is unk. The info for use of this device states: warning - if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them one unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon seperation.